Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approx 3 years ago. Aneurysm and vessel morphology from the time of implant are unk. It was reported that the pt returned for a f/u approx 1 month ago, and it was noted that stent graft has migrated 20 mm distally, resulting in a type 1 endoleak. At the time of the migration, the aortic neck was 24 mm long and 30 mm in diameter at the renal arteries and 34 mm in diameter at 15 mm below the renal arteries. The cause of the migration was attributed to severe disease progression with aortic neck dilatation as well as related to pt-related type ii endoleaks. The physician has elected to intervene for the migration and endoleak at a later date. No add'l clinical sequelae reported, and the pt is fine.

Manufacturer narrative:
(B) (4). Eval: results: (migration, endoleak), (severe disease progression and aortic neck dilatation; type ii endoleaks). Eval: conclusion: (severe disease progression and aortic neck dilatation; type ii endoleaks).